Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During procedure, the patient experienced heavy bleeding from the iliac vein due to rupture when the guide sheath (gs) was advanced. The procedure was aborted after device insertion. Access site was right femoral vein, vessel seemed to be normal. Slight resistance was noted when introducing the gs at approximately 20cm. Under fluoroscopy, a brief observation revealed a small loop in the wire, which was subsequently straightened before continuing gs insertion. Grasping attempts lasted approximately 15-25 minutes. Following this, the patient became hemodynamically unstable and was compensated by the anesthesiologist. Pericardial effusion (pe) was excluded, raising suspicion of bleeding. Angiography confirmed free bleeding into the abdomen originating from the left common iliac vein. The decision was made to bailout the pascal device to stabilize the bleeding with a balloon. A covered stent was implanted, successfully controlling the bleeding.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with empirical evidence based on the information provided. Available information suggests anatomical and procedural factors likely contributed to the event. As per information received, there were no issues identified during device preparation. It was also noted the physician encountered resistance during sheath introduction and the device was advanced overcoming the resistance. The interaction of anatomical structure causing resistance and guide sheath likely resulted in the event. Since no edwards defect was identified, corrective or preventative actions are not required.